Event description:
It was reported to gore by the patient, that a gore dualmesh biomaterial was implanted in 1998. A recurrent hernia in 2002 led to an additional patch being implanted. There were no problems from 2002 onward. In 2006 the patient reported having a hysterectomy and observed that the surgeon had cut through the area where the patch was implanted. During recovery from the hysterectomy, the patient reported inadequate wound healing. The patient indicated that the original surgeon chose to remove the mesh in 2007. Gore has made the decision to report this incident because it required explant/removal.

Manufacturer narrative:
No lot number information was supplied, therefore, a review of the manufacturing paperwork could not be performed. The review of the manufacturing paperwork could not be completed because no lot number information was supplied. Without additional information, a meaningful investigation can not be performed. No additional information has been received to date.